Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the leadless pacemaker exhibited a pacing problem. Thresholds increased and the device exhibited high thresholds and high impedance. The leadless pacemaker was removed and replaced. No patient complications have been reported as a result of this event.